Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) at l3/4/5, for the treatment of lumbar spinal canal stenosis. Intraoperatively, when the surgeon tried to place a set screw at left l4 during provisional rod placement, he could not place it properly. He checked the set screw and burr was observed. Reportedly, burr was generated during inserting the set screw with the provisional driver. The surgeon tried to replace it with a new set screw, but burr occurred with this set screw too. Furthermore, a new set screw was used again and it was successfully completed. The product came in the contact with the patient. No patient complication were reported. The implant broke but no fragments were remained inside the patient.

Manufacturer narrative:
Product analysis: corresponding mas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.